Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Disclosed right total hip with mdm in patient. Took out mdm device, poly and metal head were disassociated. Revised patient to trident constrained insert 0 degree with 22.2 v40 +8 head.